Manufacturer narrative:
A field service engineer (fse) went to the customer site and confirmed the touchscreen issue. The fse resolved the issue by replacing the touchscreen. Following the part replacement, the fse completed the controls test (test 3) in the performance verification test (pvt), and the device passed.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and requested onsite service by a field service engineer (fse).